Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared to be consistent with the instrument interpretation. An immucor field service engineer (fse) visited the customer site on 12oct2017 to assess the testing instrument in question. The fse corrected some slight misaligned rois near the lower wells on the plate. The fse then determined that the instrument in question was subsequently operating as expected.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen, which was tested on a galileo neo.